Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The patient had good vision and vault. The cause of the event was due to the device. The lens was discarded.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Claim # (B)(4).